Manufacturer narrative:
(B)(4).

Event description:
It was reported that #9 electrode on pt's lead was possibly compromised based on impedances greater than 40,000. Hcp reprogrammed with a new combination and after an appropriate period of time, sent pt home. The new combination included electrodes 8 and 10. Pt was able to feel stimulation again when negative active contact was added at contact 8. Pt appeared to have a good effect with no adverse side effects. No other intervention was planned aside from the reprogramming to address the high impedance issue. Add'l info has been requested and will be provided when it becomes available.